Event description:
On 21-jul-2025, the user reported that on the night of(B)(6) 2025, they experienced nocturnal hypoglycemia with a lowest blood glucose (bg) level of 54 mg/dl. The ilet alerted for low bg, and the user corrected by eating a candy bar. Symptoms included sweating. No medical intervention or outside assistance was required. The user believed the event may have been related to the pump delivering too much insulin at night. The agent reviewed reports and confirmed meal announcements were appropriate and directed them to additional training resources. An appointment was scheduled for further support.